Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are not able to charge either device. Patient said the controller was at 80% yesterday when they tried to charge the implant and then it died before they could charge the implanted neurostimulator to 100%. Patient said controller has been plugged in since yesterday and won't take a charge. Had patient remove battery pack and plug controller into the ac power supply. Patient confirmed controller powered on. Patient put battery pack back in and confirmed blinking green light. Patient unlocked controller and reported controller 20%, implant 30%. The troubleshooting steps that were taken on the call resolved the issue. Pt will try and see if the reset solved the issue and monitor over the next hour or so and see if controller charges up. Pt called back on (B)(6) 2024 stating that their controller still won't charge and isn't incrementing. Reviewed information and sent an email to repair to replace the battery pack. Patient called back on (B)(6) 2024 stating they received a controller replacement instead of the battery pack. Patient mentioned they hear a ticking noise when trying to use the equipment. Reviewed information and ordered the battery pack replacement by emailing repair. Patient mentioned they tried using the replacement controller which did not resolve their issue. Additional information was received from a patient (pt). It was reported that the implant was not taking a charge and took almost all day to charge. Agent had difficulty hearing the patient during the call. During the call there were no damages on the recharger. Patient kept disconnecting the call. Agent attempted to make an outbound call again and as agent was about to leave a voicemail the call kept disconnecting. Patient called back. Patient plugged the recharger and got recharging good. Controller was at 100% and implant was at 30% then the screen said finished. Patient charged the implant againand got excellent. Controller decreased to 90% and implant was at 30%. Agent would call patient back to check on charging status. The patient called back stating they were calling back due to previous attempting to contact them. Since the patient last spoke to the agent the controller was at 50% and ins was at 60% even though it was showing recharging excellent. In an hour the ins battery only charged to 30%. A replacement recharger (rtm) was sent out. Pt called back stating they were having issues charging the ins still even with the new rtm, controller, and controller battery. When they attempted to recharge the ins it took all day and had to charge it every day. After 1.5 hours of charging the ins it would only charge to 30% and then the controller would die. During call it was noticed pt was using only the new rtm and was not using the new controller or battery pack. The reason why was when they got the new controller it only worked when the rtm was plugged in otherwise they got no device found. Pt had tried the combination of the new rtm, new controller battery, and old controller but still had same issue. Agent reviewed that the older equipment would need to be returned before more was sent out. Pt said they could not since they cant drive and fedex would not pick it up. Pt had an appointment with hcp on monday, agent provided them nas phone number to get a rep there to look at the equipment.

Manufacturer narrative:
Product type programmer, patient product ID 97745bp, serial# (B)(6). Product type accessory product ID 97755, serial# (B)(6). Product type recharger product ID 97745, serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.